Event description:
It was reported that during a procedure two devices were "not clipping tightly/misfiring." A third device was used to complete the procedure. There were no pt injuries. It was unclear whether each device both misfired and failed to clip tightly. This report is for the first device. Add'l info was requested, but no add'l info was available. See MFR report #2134070-2013-00018 regarding the second device.

Manufacturer narrative:
Final device investigation found that the device handle had a very minor separation at the proximal end. Upon functional eval, the device was cycled, fed, and formed the remaining nine clips with proper pinch and acceptable alignment despite the minor damage to the handle. The device history record was reviewed and no discrepancies were noted. No conclusion could be drawn as to what might have caused the reported event.